Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the catheter broke. The lesion being treated was located in the tortuous, 80-90% stenosed 1st diagonal (dx) artery. The physician introducted the guide catheter and guide wire. The vessel was pre dilated with a 3.0 x 30 mm balloon to obtain optimum results for implantation. The physical introduced a taxus express2 3.0 x 28 mm drug eluting stent but the delivery system of the device broke outside the body as it was being advanced. The stent delivery system was retrieved as a unit. There were no reported patient complication. The patient's status is reported as good. No other stents were attempted to be implanted.